Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign : japan.

Event description:
It was reported that during surgery, the unit does not properly mesh. There was no patient harm. There was no medical intervention. The skin graft was damaged, but an additional unplanned skin graft was not needed to complete surgery. There was no surgical delay. Another device was used to complete the surgery. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: the unit was confirmed to not mesh properly by the repair site. The cutter, side plate, and roller were replaced. The unit was tested to verify proper operation and returned. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.